Event description:
Upon removal of the guidewire after a stent deployment in the renal artery, the guidewire became caught on the stent and separated. Attempts to remove the fragment with a "snare" device were unsuccessful. No pt sequelae was reportedly associated with this event. The device was discarded by the hosp.